Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl. The customer treated with manual injection. It was unknown that the auto mode feature was activated at the time of high blood glucose event or not. Customer declined/unable to trouble shoot. No further complications were reported. The insulin pump will not be return.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.